Manufacturer narrative:
Insulin pump received with button keypad unresponsive due to corroded keypad traces. J1 connector on pcba 1 was inspected and properly connected. Unit received with cracked retainer, cracked battery tube threads, cracked case corner of belt clip rails, minor scratched display window, fading serial number label, missing display window cover, peeling keypad overlay and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had damage on case and display. The customer¿s blood glucose level was unknown. The product was returned for analysis.